Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had clear particle matter. This was observed during visual inspection, after the bag was compounded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g3: date received by MFR: 10/19/2022 (previously submitted as 10/21/2022). H4: lot manufacture date: april 02, 2022 - april 03, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph and a white particle polymeric appearing elongated particle morphologically consistent and possibly of fill port material was observed inside of the container fluid path filled with a liquid solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.